Manufacturer narrative:
As reported, the lemo connector is damaged in an out of round condition that will not allow connection to the mating part. The spring arm is in otherwise good condition. Replacing the lemo connector shell returned the part to normal function. Connector-damaged, pin bent or missing directly caused event the flagstone computer was returned for evaluation: system boots normally. Optical system set to run off motherboard serial port. Reset xdefults setting to use the 8 port for position sensor unit (psu) communication. 8 port serial card faulty, not functioning. Serial card malfunction indirectly caused event. Replacing the camera communication cable and computer resolved the issue. System is not fully functional.

Event description:
A medtronic representative called to report that when manually moving the camera cable near where it plugs into the treon stealthstation camera, the system would lose and regain communication. When she maneuvered the camera cable near the camera, the system powered down and would not function. She then plugged the camera cart from a loaner treon stealthstation into this system and it also stopped working. She then plugged the loaner treon camera back into its original view cart, and it no longer functioned either. No patient was present during this issue.